Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage and kink were not confirmed. The investigation was unable to determine a conclusive cause for the blocked lumen and kink; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, no pulsatile blood flow was seen from the proglide marker lumen. A kink in the shaft was noted. The proglide device was removed and hemostasis was achieved using a starclose se device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and starclose se device. No additional information was provided.